Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The battery indicator signifying that it is time for device replacement occurred after explant. Concomitant medical product: 5076-52 lead implanted: (B)(6) 2010. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The device and leads were returned to the manufacturer, analysis was performed, and the pacing lead tested out of specification. Additional information was requested and it was learned the cause of death was due to multi organ system failure secondary to sepsis.